Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 12.57 miu/ml accompanied by a data flag. The operator noticed the erroneous result, so the sample was repeated. The repeat result was 9525 miu/ml accompanied by a data flag. The sample was repeated a second time, resulting as 9749 miu/ml accompanied by a data flag. The sample was repeated a third time with a 1:2 dilution, resulting as 9187 miu/ml accompanied by a data flag. The sample was repeated a fourth time with a 1:5 dilution, resulting as 9832 miu/ml accompanied by a data flag. The patient was not adversely affected. The hcgb reagent lot number was 179825. The reagent expiration date was asked for, but not provided. It was noted that at the time of initial pipetting of the sample, there was an alarm indicating a system reagent changeover. The customer also noted that the air conditioner in the laboratory was not working and the temperature was recorded as 24 degrees celsius. The field service engineer could not find anything wrong with the instrument. He ran performance testing and all values were found to be within range. The customer has not had any further issues since the service activities were performed. A specific root cause could not be determined based on the provided information. It was determined that there was no indication of a malfunction which could be responsible for the issue. The most probable root cause is an erroneous pipetting of the sample due to a malfunction of liquid level detection, tilted 13 mm tubes in combination with a wet tube wall causing pre-mature liquid level detection, foam/bubbles on the sample causing erroneous liquid level detection, use of tube diameter that is less than 13 mm, or use of 13/16 x 75/100 mm tubes as secondary tubes in combination with low sample volume.